Event description:
Family member found customer almost unconscious. They performed a blood glucose test and received a result of 147mg/dl. They called paramedics. Ten minutes later the paramedics received a result of 40mg/dl. The customer was given something by mouth and taken to the hospital where they were admitted. Unknown if controls were in use at the time. A request was made for the return of the suspect device and replacement product was sent.